Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation noted 3 photo samples of unopened intermittent catheters were received. Visual evaluation of the photo samples noted bubbles in the catheter material that did not meet specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the 2 units of the intermittent catheters were found to have relief/raised bubbles.